Manufacturer narrative:
(B)(4). G2: foreign: canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon implanted the screw with the flexible drill driver per technique. After the surgeon drilled, it was reported that the silicone rubber had a tear and the coil appeared to be broken. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified nicks and scratches are noted to both ends and silicone cover from previous uses. Black silicone sleeve is confirmed to have a tear at the distal end. Below the tear the flexible shaft is deformed. No other damage was noted. Device has an approximate field age of 2.5 years. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Based on the product review, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.